Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient age & gender unknown, the device failed to charge to set energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the customer's report was not observed during evaluation. The device was put through extensive testing including full functional testing, defib testing, shock testing, depleted battery discharge testing and the device properly presented low battery warnings using the returned battery, without duplicating the report. The battery was scrapped. The device was recertified and returned to the customer with a replacement battery. Review of the device log observed evidence of multiple charge timeout fails in the log following two successful discharges in log. The battery was returned and evaluated. Battery logs indicated the battery was below the operating voltage while the battery was still presenting a state of charge around 50%. The returned battery required recalibration at the time of the event. Analysis of reports of this type has not identified an increase in trend.